Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identifies that both the inner and outer sterile barrier have been breached. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was caused by the transit process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the stem was found to be protruding outside of the package. No damage to the outside of the box was found. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.